Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the sgc was leaking and was not holding column. Troubleshooting was performed three times but was not successful. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.